Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the valve did not open during the procedure. Consequently, the suction did not work, and they had to convert to bipolar in order to remove the prostate adenoma, which prolonged the procedure by more than two hours. Since the procedure was prolonged by two hours, the case is deemed reportable.